Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed weeping open blisters on their back from the lifevest equipment. Patient reports having sensitive skin and lymphedema. Patient reported reaching out for medical attention. Patient used gauze, band aids and a saline wound wash. It is unclear if the patient's physician recommended the wound care. Reporting out of the abundance of caution. Follow up indicated that the wound care helped the skin irritation to improve.